Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ferritin on a cobas 8000 e 602 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a ferritin value of 8 ng/ml. The user believed the result was too low, so the sample was repeated, resulting in a value of 128 ng/ml. The repeat value was deemed correct. The ferritin reagent lot number was 54920001. The reagent expiration date was 30-apr-2023.

Manufacturer narrative:
The correct reagent used is ferr4 tina-quant ferritin gen.4 and the correct analyzer used was a cobas 8000 c 502 module (serial number: (B)(6). The field service engineer could not detect a problem. The analyzer fluidics, gear pump. Syringes, and tubing were checked. The customer ran precision studies. The last calibration performed on 19-nov-2021 was ok and there were no alarms. Quality controls were within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined. Medwatch fields d1, d2, and d4 have been updated.